Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection before the procedure, the user found the following. Heat sink and shaft of the device were burned and scorched. A sink springs of the device had damage. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.